Manufacturer narrative:
Product ID: 8780, lot# 0207705011, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0207705011, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results of the pump were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the catheter was thought to be blocked. The surgeon could not withdraw any csf (cerebral spinal fluid) through the catheter, so they decided to remove and replace the catheter. It was noted that the catheter was partially explanted. The catheter issue was specified as an occlusion at an unknown location. The catheter was thought to be blocked, or the pump was not working properly; the surgeon decided to replace the entire system as a result of the event. No diagnostic testing or troubleshooting was performed with regard to the catheter; it was not required. It was unknown if any diagnostic testing or troubleshooting was performed with regard to the pump. Following pump replacement, the pump was "thought to now working properly." The pump was being used to deliver baclofen at 1000 mcg/ml. It was further reported that the lumbar puncture (previously reported as planned on (B)(6) 2014) was never performed. The hcp reported the patient's status as "I think gradually getting there. They remain difficult." The hcp also indicated that they were "pretty sure the patient's ms (multiple sclerosis) was getting worse, getting an MRI (magnetic resonance imaging )." It was also noted by the patient's husband that the patient was not responding to the baclofen, and there was very little improvement; the patient was "not in a good mental health state." The patient events were ongoing. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. [See manufacturers report # 3007566237-2014-03035 for information regarding events previously reported on the removed pump]

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0207705011, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Analysis of the pump revealed no anomaly. Analysis of the catheter revealed that a catheter/catheter body kink was observed. (B)(4).

Event description:
It was reported that the patient had a ¿little second event¿ postoperatively. The patient experienced an unknown product issue, specified as ¿not responding clinically to escalating doses of intrathecal baclofen, query catheter v patient issue.¿ patient symptoms or complications associated with the event included less than 50% therapy relief. Actions required as a result of the event included reprogramming. Additionally, a lumbar injection of baclofen, or a catheter access port bolus, was planned for (B)(6) 2014; if that examination failed, a catheter dye study was planned for (B)(6) 2014. At that time, the replacement catheter remained implanted and in service. The pump was being used to deliver lioresal 2000 mcg/ml at an unknown dose. The patient status was reported as ¿alive - no injury.¿ on (B)(6) 2014, a dye study was performed and the hcp was unable to aspirate or push drug in. There was a suspected blockage in the catheter. The plan was to remove the pump and catheter fully, and replace the whole system on (B)(6) 2014. Additionally, the hcp planned to do a lumbar puncture (to bolus straight into the patient¿s spine) on (B)(6) 2014 to determine if there may be a physiological reason for the clinical finding. It was further reported on (B)(6) 2014, that the patient was still not receiving effective therapy, and that they were waiting on the surgery scheduled on (B)(6)2014 to resolve the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to manufacturers report # 3007566237-2014-03035 for information regarding the previously reported pump issue]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.